Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with three prostyle devices after a superficial artery interventional procedure using a small bore hole. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. When pulling out the third prostyle device, it was found that the prostyle footplate was not completely retracted. A fourth prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.